Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy, vaginal extraperitoneal colposuspension, and diagnostic cystourethroscopy; due to urethral hypermobility, cystocele, relaxed vaginal outlet, incomplete uterovaginal prolapse, and weakened pubocervical fascia.

Manufacturer narrative:
(B)(4) - urinary problems. Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to stress urinary incontinence. Post insertion the patient experienced pain, erosion, infection, bleeding, vaginal scarring and urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, and bacterial vaginitis.